Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose result was 30.2 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.